Manufacturer narrative:
No physical damage to cartridge holder or inpen front and back shell was noted. Unit paired successfully to commercial app. Unit passed baseline and wireless functionality. App logbook displayed: 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Inpen passed displacement dose accuracy. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: 5.65ozf-in). Inpen passed front cap investigation. However, during testing dose detent broke off cleanly exposing the electronics. In conclusion: the customer concern of difficult to dial/dose could not be confirmed. However, during testing dose detent broke off cleanly exposing the electronics due to a broken dose detent adhesive bond. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported upon receipt of the replacement, before started using it, customer tried to test the inpen and noticed that there was difficulty in pushing the dose button. The customer reports product as being damaged upon receipt, prior to use. The customer reported no adverse event. The event involved product(s) mmt-105nnpkna. Troubleshooting was performed for the damaged inpen, labeling, and the inpen be replaced. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-105nnpkna was requested, and the customer's response was that the device would be returned.